Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's continuous renal replacement therapy (crrt). The reported issue was detected approximately 30 minutes after treatment initiation. The leak was visually observed on the intravenous side of the dialyzer. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. The sample was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. However photographs were provided that capture the dialysate leak. The reported fluid leak is confirmed. The cause cannot be determined. Based on the risk assessment and trending at the time of the reported event, it has been determined that corrective and preventative actions (CAPA) are not required at this time.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's continuous renal replacement therapy (crrt). The reported issue was detected approximately 30 minutes after treatment initiation. The leak was visually observed on the intravenous side of the dialyzer. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. Treatment continued on the same multifiltrate machine with a new dialyzer. The sample was not available to be returned to the manufacturer for physical evaluation.